Event description:
It was reported by the surgeon, via the sales rep, that a female underwent a revision surgery due to the nail fracturing 16 months post op.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.